Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a caesarean section on (B)(6) 2014 and suture was used. Six days following the procedure, the patient experienced a dehiscence. The patient was hospitalized to repair the suture of the aponeurosis. The suture was partially absorbed and some fragments of suture were found. Additional information has been requested.

Manufacturer narrative:
Actual sample was returned for evaluation. Visual inspection was performed on actual fragments received and due to its degradation no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.